Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested due to frequent premature ventricular contractions (pvcs) and right ventricular (rv) lead capture concerns. Upon review, technical services (ts) noted there was no discernable t-wave on the rv rate/sense channel. The rv output was programmed to 6v at 2ms in bipolar, and it was suspected that rv auto-capture (rvac) was programmed off in january 2024 as there were only a few right ventricular automatic threshold (rvat) test threshold measurements recorded. In the most recent atrial tachy response (atr) episode, r-wave amplitudes and qrs were small. R-wave amplitude at implant was approximately 3mv and were now as low as 0.6-0.7 mv. Technical services (ts) discussed troubleshooting options and possible causes, such as potential lead dislodgement. Further lead evaluation in-clinic was recommended. This rv lead remains in service at this time. No adverse patient effects were reported.